Manufacturer narrative:
Richard wolf gmbh (rwgmbh) has submitted a comparable reportable serious incident in the last two years and therefore have considered to report this case to be a reportable malfunction.

Event description:
It was reported that during the holep (holmium laser enucleation of the prostate) procedure, the ceramic tip broke off inside the patient. The surgery was only extended by 20 minutes by retrieving the broken piece, and the broken ceramic tip was recovered successfully. The scheduled procedure was completed.